Manufacturer narrative:
No modular sleeve was used in this incident. This was an erraneous inclusion on the initial report of this incident.

Event description:
It was reported that revision surgery was performed due to metallosis and soft tissue reaction.